Manufacturer narrative:
The reported issue of a user advisory 8 message was confirmed during archive data review of the autopulse platform (B)(4). However, the issue was not reproduced during functional testing. Although a root cause of the issue could not be determined, to avoid the reoccurrence of the ua 8, the motor controller board was replaced. The autopulse platform is a reusable device and was manufactured in 2011. Visual inspection was performed and found (unrelated to the issue) a cracked front enclosure. Review of the archive data confirmed ua 8 occurred on the reported event date of (B)(6) 2017. The platform passed functional testing with a large resuscitation test fixture (lrtf) for 45 minutes with no fault errors found. Additional repair and upgrade were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and current. The front enclosure was replaced and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (B)(4) displayed a user advisory 8 during a regular check. There was no patient involvement reported.